Event description:
It was reported that a patient was referred to the clinic after issues were identified with their insertable cardiac monitoring (icm) device. The icm stopped transmitting data due to battery depletion after 2 years and 1-month post-implant, resulting in the suspension of remote monitoring and app connectivity. The icm remains in service, and no patient adverse events were reported.

Manufacturer narrative:
This report is report is being submitted to correct the: (root parent) UDI incomplete field in section d, suspect medical device: if we are able to obtain the complete UDI string in the future, a supplemental report can be sent. Evaluation conclusion codes (1) in section h, device manufacturers only.

Manufacturer narrative:
This report is report is being submitted to correct the: (root parent) UDI incomplete field in section d, suspect medical device: if we are able to obtain the complete UDI string in the future, a supplemental report can be sent. Evaluation conclusion codes (1) in section h, device manufacturers only. This report is report is being submitted to update the: impact codes (h6) in section h, device manufacturers only. And explant date (d6b) in section d, suspect medical device, due the device was explanted.

Event description:
It was reported that a patient was referred to the clinic after issues were identified with their insertable cardiac monitoring (icm) device. The icm stopped transmitting data due to battery depletion after 2 years and 1-month post-implant, resulting in the suspension of remote monitoring and app connectivity. The icm remains in service, and no patient adverse events were reported.

Event description:
It was reported that a patient was referred to the clinic after issues were identified with their insertable cardiac monitoring (icm) device. The icm stopped transmitting data due to battery depletion after 2 years and 1-month post-implant, resulting in the suspension of remote monitoring and app connectivity. The icm remains in service, and no patient adverse events were reported.